Event description:
The patient's left hip was revised for pain. No intraoperative comment regarding reason for revision.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic liner. Additionally, an unknown ceramic ball was reported. Based on the minimal information available, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned.

Event description:
The patient's left hip was revised for pain. No intraoperative comment regarding reason for revision.

Manufacturer narrative:
An event regarding pain involving an unknown ceramic liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. Provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review.-device history review could not be performed as the reported device lot code was not provided. A review of the complaint databases could not be performed as the reported device was no properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided additional devices identified during the investigation are an unknown stem and shell. It cannot be determined which, if any of the devices may have caused or contributed to the patient's experience.